Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Customer changed the necessary supplies to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.